Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that based on debugging, final testing, and internal inspection, no new evidence was found. Log review determined the device did not deliver shock via paddles due to an incorrect test setup. No critical errors were recorded. There is no fault found with the device. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.